Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise was noted. The lifetime ventricular sic (sensing integrity counter) was 2569. A high value of this counter can indicate a possible intermittency in the system. No high impedance measurements were found. Ventricular and atrial impedance measurements did not exceed 600 ohms for any recorded measurement.